Event description:
It was reported that during the implant attempt of the right ventricular lead, an acceptable location could not be found with a passive fix lead. An active fix lead was then attempted, but the lead lodged in a kinked 9 fr sheath and a visible separation was noted in the distal coil. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel and there was a tip seal observation. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted and the lead appeared damaged at implant.